Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen 2000 mcg/ml at a dose of 121 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) was going to increase the patient's dose on (B)(6) 2016, and noted a volume discrepancy. The actual residual volume (arv) was 2 ml and the expected residual volume (erv) was 11.6 ml. The hcp alleged overinfusion. It was noted the discrepancy was not the result of a programming error, pocket fill or refill issue. It was noted the 40 ml pump was only filled with 20 ml of drug because the patient was on such a low dose. No volume discrepancies were reported at previous refills. The hcp reported this was only her third time refilling this patient, and was not aware of past discrepancies. The hcp planned to follow-up with the patient's managing hcp. The hcp also planned to follow-up with the grandmother that cares for the patient, who is in a nearly vegetative state, to see if the patient has had any heat therapies applied near or over the pump. The hcp was not aware of any, but was going to follow-up with the caretaker. The patient's grandmother reported the patient seemed to be in more pain at night and was crying out. The grandmother also mentioned the patient seemed to be more spastic, but the nurse and other care providers did not believe there was any change in the patient's symptoms based on what they observed. The hcp stated no symptoms of overinfusion were reported to her by the caretaker. The grandmother gave the patient motrin and tylenol for pain. Information was later received that the managing hcp planned to recheck the reading and reservoir volume in 3 months. It was noted a refill was done in the home setting. The cause for the volume discrepancy was unknown. The patient's pump rate was increased 10 percent as a result of the grandmother's complaint of the patient's increased spasticity. If additional information is received, a follow-up report will be submitted. The patient's medical history included allergies to aspirin and adhesive tape, severe cerebral palsy, seizures and spasticity. The patient's concomitant medications included phenobarbital and keppra via gastrostomy tube at an unknown dose and frequency.